Event description:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the heart lead flex was out of specification. It was also noted that the upper case was broken, the lower case was contaminated, the ring cover, two side bail covers, ring and two side bails were contaminated, the battery release and lead flex cover were contaminated and the battery drawer was out of specification.

Event description:
It was reported staff connected device to patient and determined that it would not sense, so they immediately changed it out with another device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.